Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Investigation is ongoing. Once it will be completed, a supplemental report will be provided.

Event description:
Customer reported that the patient had developed pressure injury on the bridge of the nose and the cheeks. According to the customer the injuries to the cheek are from the endotracheal tube holder.